Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. A follow up will be submitted if returned. After an esubmitter update on jun 18, 2026, sections d3, d7, d8, d9, and manufacturer information in g1 are blank due to a technical issue and will be missing in the emdr form.

Event description:
It was reported that the patient was unable to breathe when using their device in their garage. The device was not putting out oxygen. The patient went to the hospital on a different day for an unrelated blood test, where it was noted that the patient could not breathe again and their oxygen levels had dropped. The patient was hospitalized and has since been released. The device was not replaced as the patient did not want to replace it.